Manufacturer narrative:
(B)(4). The dislodged stent remains in the pt. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with all relevant info.

Event description:
It was reported that the procedure was to treat a lesion at the distal circumflex past a previously placed stent in the mid circumflex. The stent could not cross a tortuosity at the circumflex, and the physician had to remove the stent delivery system (sds). During removal, the stent dislodged from the balloon, in the left main. It was not possible to retrieve the stent with the guiding catheter. The physician decided to compress the stent on the distal left main (near the lda) wall with a large stent. The procedure was not completed. The pt condition is good, but his lesion was not treated. No add'l info was provided.